Manufacturer narrative:
This report is being submitted as a precautionary measure in response to uf medwatch report (B)(4), which was found on the maude database. The available info does not explicitly meet the medwatch reporting criteria for mfrs in that there was no serious injury, intervention to preclude such an injury, and there has been no similar reported issue, which was related to either a serious injury, or intervention or preclude such an injury. Contrary to the info found in the maude database, the related event info has not been communicated to the MFR by the user facility. Neither user facility nor reporter contact info were provided in the maude database so additional info could not be obtained. In addition, the involved device has not been returned for eval, which further limits the failure investigation. A review of the complaint files confirmed that this lot has not been reported previously. Testing of rep retained samples confirmed no evidence of any product malfunction or defect. Although the cause cannot be definitively determined, there is no evidence that the reported event was related to a device defect or malfunction. All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
This report is being submitted in response to (B)(4), which was found on the maude database on (B)(4) 2011. The event description states the following: "the pt in interventional radiology for ultrasound guidance for vascular access, aortogram, right pelvic and right lower extremity angiogram, second order selective, 6x120mm cordis smart johnson and johnson stent and balloon angioplasty, 6 french starclose, during the procedure, the terumo destination sheath reportedly had lack of 'pushability'; radiology rn reported the device became 'like mush' and was difficult to remove. A second sheath of the same product was used and same issue was noted; third sheath of the same product was used to complete procedure. There was no harm to the pt, who tolerated the procedure well and was transferred to the recovery room in stable condition."